Event description:
The customer reported that the unit showed defib failure error 1000.

Manufacturer narrative:
The customer reported that the unit showed defib failure error 1000. Their biomedical engineer evaluated the device, and said that replacement of the power pca resolved the failure.